Event description:
It was reported that the tps micro driver continued to run after it was shut off during testing or set up. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tps micro driver continued to run after it was shut off during testing or set up. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Upon visual inspection, the device was found to have a corroded motor. The device was repaired and returned to the user facility.